Event description:
It was reported that: "the surgeon stated that the pt had initial onset of pain starting (B)(6) 2012."

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: description: rejuvenate modular neck: cat # nls-300000b, lot # 34887301. Description: psl ha cluster 54mm: cat # 542-11-54f, lot # mjpren. Description: trident o deg insert 40mm: cat # 623-00-40f, lot # mkaxx4. Description: delta un. Fem hd 40mm. Description: uni adaptor sleeve v40 ti: cat # 6519-5-100, lot #37094101. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. Additional info has been requested and if received, will be provided in a supplemental report.